Event description:
A surgeon reported that iop (intraocular pressure) control was not able to be used and a system message displayed during a procedure. The issue was solved after the product was replaced. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).